Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation concluded that the difficulty grasping the leaflets and slda were a result of patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. Mitraclip 50521u155 referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this mitraclip procedure was to treat mixed mitral regurgitation (mr) with a grade of 4 with challenging anatomy due to restricted posterior leaflet. The first clip delivery system (cds) was advanced without issue and the clip was deployed without issue. The second cds (50506u139) was advanced without issue; however, the leaflets were difficult to grasp likely due to the leaflet pathology. After approximately 5 grasps, the clip was successfully deployed without issue; however, almost immediately, a single leaflet device attachment (slda) was noted. A third cds was advanced without issue and the clip was deployed without issue, treating the slda and reducing mr to 2+. The fourth cds (50521u155) was advanced without issue; however, the leaflets could not be grasped after approximately 10 attempts likely due to leaflet pathology. The leaflet was then noted to be torn and mr had increased back to 4. The cds was removed without issue and the decision was made to abort the procedure at that time. The patient remained stable during the procedure and there was no clinically significant delay; however, due to the pathology of the leaflets and the difficulties encountered, no future treatment is currently planned. There was no additional information provided.